Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had a fall and stopped receiving effective stimulation on his left side. An impedance check revealed high impedance on multiple contacts. Programming was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced on (B)(6) 2016. An impedance check prior to the explant procedure revealed high impedance on one contact. The issue was resolved.